Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. If there are discrepancies in the DHR, they are investigated as per the non-conformance process, and this information is added to the ncr database. The results of a review of the ncr database for lot 130001498962x of product code 7138 indicated that there were no discrepancies during the production of this lot. No sample was returned for examination, so probable root cause cannot be determined. Previously, a formal corrective and preventative action (CAPA) was issued due to address any complaints for gauze fraying on vistec products. This CAPA has been closed . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports finding vistec sponges frayed in both individual packages and in kit pack packages.